Manufacturer narrative:
Investigation summary: one sample was received for evaluation. Sample evaluation confirmed the failure mode (leaking ¿ flat filter). Fluid was drawn into the syringe and filter assembly. After the syringe was filled a closed stop cock was affixed to the filter. When moderate pressure was applied to the syringe fluid squirted out from the side of the filter. The design of the filter has been identified as the most probable root cause of this reported failure mode. Based on the previously observed potential for the flat filter to leak, a project has been initiated to redesign the flat filter on the anesthesia syringe assembly to minimize the potential for the flat filter to leak. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Conclusion: the design of the filter has been identified as the most probable root cause of this reported failure mode.

Event description:
It was reported that there was leakage with a bd tray¿ cse whit27g4.7 we17g3.5 swc x3795. The following information was provided by the initial reporter: it was reported the flat filter leaked.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). PMA / 510(k)#: discretion. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage with a bd tray¿ cse whit27g4.7 we17g3.5 swc x3795. The following information was provided by the initial reporter: it was reported the flat filter leaked.